Event description:
Boston scientific crm received information that this right ventricular lead had caused a lead safety switch to occur due to a high out of range impedance measurement. A revision procedure was performed and a lead fracture was confirmed. The lead was surgically abandoned and replaced. In addition, it was elected to replace the pacemaker as the longevity remaining was less than six months. No adverse patient effects were reported.

Manufacturer narrative:
A new lead and device were successfully implanted. The abandoned lead was not returned to boston scientific crm; therefore, the clinical observations could not be confirmed. Should additional information become available, an amended report will be submitted.